Event description:
It was reported to covidien in 2008 that a customer had an issue with a PICC. The customer reports 6 days after placement, leak was discovered. PICC was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.